Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reverted to using an alternate insulin pump until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.